Event description:
Pinches gum [gingival injury]. Brush head falls to pieces/breaks up/pin comes out [device breakage]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unk, 2 oral-b precision clean brush heads fell to pieces and started breaking up. A pin comes out and the brush falls off. The brush head cracks and pinches the gum.

Manufacturer narrative:
Return of product has been requested. Product and lot # not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.